Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the luer lock. The separation issue was further described as, ¿one part of the tubing pulled out from the second/middle luer lock¿. This was noticed while the nurse was preparing the set for a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between 06/05/2024 - 06/06/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.